Manufacturer narrative:
Concomitant medical products: product ID: 2088tc46 lead, implanted: (B)(6) 2014, product ID: 2088tc52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) eroded out of the pocket. The ipg system was explanted and subsequently replaced by a leadless ipg system. No further patient complications have been reported as a result of this event.